Event description:
During setup for third case getting an advisory; tried 2 cassettes with same results. Patient was asleep, but procedure had not started. Case was cancelled; stated on patient injury.

Manufacturer narrative:
H-11: changed b3: unk. This report mailed to FDA on: 03/10/2006.